Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-12681. It was reported the area around the lead insertion site was not properly healing properly and the lead had partially eroded through the skin. Surgical intervention was undertaken on (B)(6) 2018 and the physician made a small incision around the insertion site, reinserted the lead and sutured the site. The site has since healed and the patient is doing well.